Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the pump¿s black box history showed that replace battery alarms were recorded on 05/16/2015. The battery compartment was intact; no damage was observed. The pump was unable to complete the rewind step due to a hard replace battery alarm occurring with each rewind attempt. The pump¿s ¿idle¿ and ¿sleep¿ electrical current draws were found to be within the required specifications. Unable to check ¿rewind¿ and ¿load¿ electrical current draws due to the hard replace battery alarms. The pump case was removed and evidence of moisture contamination was found near the audio bolus button connector as well as the 5 volt motor regulator. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing from the pump.